Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced to treat the lesion using a guidezilla guide extension catheter. However, during procedure, the stent came into contact with guidezilla inside the vessel. The device was removed from the patient, and the mounted stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.